Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plugging the power cable, opened back panel and checked; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not registering closed when closed. A field service engineer (fse) found the magnet was not in the latch piece and changed latch piece to resolve the issue. Further all drawers were visible, and customer recovered drawer after reboot. The system functioned as intended after the field service engineer repaired the device.